Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4)

Event description:
The corail stem on the right side was implanted (B)(6), 2011 with no problems during the first 4 years. In 2015 the patient came back with increasing pain and it could be shown that the stem was not integrated or showed secondary loosening. The stem was replaced with another corail, whereas the complete transformation of the ha coating seemed strking. The ha is gone all around the stem and not only in those areas under load. This is the second complaint from the same surgeon with the same problem. He is very frustrated and the communication of our complaint department is inacceptable. He waits since (B)(6) 2015 of a reply or the final report. Update rec'd 30 march 2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient the stem was loose and no longer exhibited any hydroxylapatite. At this time the corail stem is being reported. The complaint was updated on: 21/04/2016.

Manufacturer narrative:
The complaint description states that the patient came with increasing pain and it could be shown that the stem was not integrated or showed secondary loosening. The device associated to the complaint were returned for analysis. It is not found of osseous integration. A dimensional analysis was performed, the product is on conformity with its definition. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. A search into the complaints database was performed, no other similar complaint was reported for the affected product code and lot combination. The x-rays have been reviewed per wi-7915. No implant fracture or implant disassociation were identified. A similar complaint was reported for this issue (B)(4), the medical review concluded that "resorption or removal of the ha coating on the corail implant to a lesser or greater extent is commonly observed. This can be accelerated by a lack of bony fixation which can allow greater fluid to access the ha surface". This statement is also applicable for this complaint. Based on the information received and the investigation performed, the root cause of the incident could not be determined. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.